Event description:
It was reported that the patient received inappropriate therapy as a result of oversensing and lead noise. Electical testing indicated low impedance and upon extraction of the lead, there was evidence of an insulation break with protrusion of insulated wires through the insulation.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05177 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clip devices were used during a gastroscopy procedure to aid with a stent placement in the duodenum on (B)(6) 2010. According to the complainant, during the gastroscopy procedure, a duodenal wallflex stent was successfully placed. Two resolution clips were attempted to be placed into the mucosa on the proximal flare of the stent, located in the 1-2 part of the duodenum, to aid with possible migration. The first clip was advanced out of the retroflexed scope at the target site and was opened without issues. It was reported then when closing the clip, the jaws failed to close. The deployment of the clip went past both "clicks" and was deployed with the jaws in the open state. A second resolution clip was used and the same issue occurred. Clinical follow up revealed that the physician did retrieve the open clips from the patient, however no additional clips were placed. The physician did not reschedule the procedure as "the duodenal stent was successfully placed and the clips were additional, to potentially prevent migration." There were no patient complications as a result of this event. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
Abrasions from the inside out were noted from 6.3cm to 8.5cm from the helix end. The outer insulation was also abraded from the inside out from 6.3cm to 6.6cm, from 14.6cm to 14.8cm, and from 1 9.9cm to 20.1cm. External abrasions were noted from 14.2cm to 14.5cm, 19.8cm to 20.0cm, and 19.9cm to 20.1cm.